Event description:
Customer's assistant reported via phone call that the customer has been experiencing air bubbles in the reservoirs. The customer had issues with 12 sets and wanted to return the reservoirs for analysis. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.